Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that one (1) piece of the melolin sterile 10x10cm ctn 100 had a foreign object inside the packaging. As this was noticed in a non-therapeutic environment, there was no patient involved.

Manufacturer narrative:
Section h3, h6: the images supplied have been reviewed, confirming that the dressings was off-center and had been caught during the sealing process, the additional material is confirmed to be an associated part of this product. The manufacturing records details that the batch records for lot 2210b contain no contributory factors, confirming compliant release, and that sterility process was correct. Complaint history details a low level of similar cases, for both events reported, with no associated corrective actions. Risk management documentation anticipates both event, with no impact to the risk file ratings. The root cause is deemed to be a result of a quality control deficiency. No adverse trends have been observed, therefore no corrective actions are deemed to be necessary at this time.

Event description:
It was reported that four (4) pieces of the melolin sterile 10x10cm ctn 100 were found not sealed. As this was noticed in a non-therapeutic environment, there was no patient involved.